Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 32 mmol/l. The customer changed the infusion set and reservoir the day prior to the event. The customer treated for high blood glucose levels, but got no results. The customer woke up feeling nauseous the next morning, and his blood glucose levels were higher. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.